Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual inspection of the returned device confirm that the device is fractured. The device shows usage marks consistent with usage. Analysis of fractured surface states optical images of the device fracture surface show multiple ratchet marks along the interior edge and beach marks in the center concave to the edge, suggesting a fatigue mode of failure. Review of the device history records identified no related deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. No medical records were provided. This complaint is confirmed via product evaluation. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed. A follow-up MDR will be submitted.

Event description:
It was reported that, while the surgeon was drilling the connector broke. No foreign body was retained. No additional information available.